Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the savvy long otw pta catheter products that are cleared in the us. The 510 k number and pro code for the savvy long otw pta catheter products are identified. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pta of the peroneal artery, the balloon allegedly ruptured under the rbp. There was no reported patient injury.

Event description:
It was reported that during a pta of the peroneal artery, the balloon allegedly ruptured under the rbp. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the result of the investigation is confirmed for the material rupture failure mode reported. The evaluation of the returned device confirmed a longitudinal rupture of 180mm in length in the balloon. Based upon the available information a definitive root cause has not been determined. It is unknown if patient factors, procedural or handling techniques may have contributed to the reported event. Labeling review: the instructions for use (IFU) for the bantam otw product was reviewed and contains the following information relevant to the reported event: a device description the bantam percutaneous transluminal angioplasty (pta) balloon catheters are non-reusable semi-compliant coaxial design catheters consisting of an over the wire (otw) catheter with a balloon mounted on its distal tip. The hub/"y" connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon. Indication for use the bantam tm pta balloon catheters are intended for balloon dilation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Directions for use inspection and preparation 1) remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. 2) if any resistance is felt, or if any stretching of he catheter is observed while removing the protective sheath, the product should not be used. 3) the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 4) prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% / 75%. 5) attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. 6) point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7) turn the stopcock off and maintain the vacuum in the balloon. 8) purge the catheter guidewire lumen thoroughly. 9) reinserting the balloon into the protective sheath may damage the balloon or catheter.